Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) split while entering into the 5f non-cordis sheath. Therefore, the product was not available. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was inspected prior to use and no anomalies were noted. There were no visible signs of device/package damage prior to use. Excessive force was not used to insert the device into the 5f non-cordis sheath. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU) instructions. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in transfemoral cerebral angiography (tfca) and was used in a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found in the open position, with a syringe attached to the unit. The sealant was present in its manufactured position and partially exposed. Regarding the sealant sleeve condition, a frayed/split/torn condition was observed. No sheath was returned for evaluation. The balloon was deflated, and the core wire was present. No additional anomalies were observed during this analysis. A dimensional analysis could not be executed due to the sealant sleeves' frayed/split/torn condition. However, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. Per functional analysis, a simulated deployment test was conducted to assess the device¿s functionality. The unit performed as intended, successfully deploying the sealant and retracting the balloon upon depression of button 1 and button 2, respectively. No anomalies or malfunctions were observed during this evaluation. Additionally, a functional simulation to evaluate insertion and withdrawal through the introducer sheath could not be performed due to the frayed/split/torn condition observed in the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that excessive force was not used during insertion into the sheath), and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) split while entering into the 5f non-cordis sheath. Therefore, the product was not available. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was inspected prior to use and no anomalies were noted. There were no visible signs of device/package damage prior to use. Excessive force was not used to insert the device into the 5f non-cordis sheath. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU) instructions. 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd used in transfemoral cerebral angiography (tfca) and used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but were not provided. The device will be returned for evaluation. Addendum: per the product evaluation, the sealant was present in the manufacturing position and partially exposed.